Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
It was reported to philips by a customer that the unit would not shut down without pulling the battery. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme stated the unit would not respond when the power button was pressed (screen shut down button would not appear).the bme stated the unit would not shut down and had removed the battery to power down the unit. The rse advised the bme to review the diagnostics log and found no error codes. The bme performed touch screen calibration and the unit passed. The bme reports that the power switch overlay button feels as its in good shape and was unable to duplicate the issue. The rse advised the bme to replace the user interface pcba per technician discretion and perform the performance verification.